Event description:
(B)(4). I ran a marathon in early (B)(6). I was in excellent shape and prepared well for it. After the marathon, my body started falling apart and has never recovered. Symptoms include, body aches, joint pain, deep tissue pain that cannot be found. That progressed into weight gain. Metallic taste and ringing in ears became common, headaches. Periods started getting worse in 2015. Heavier and unpredictable. By 2016 I am passing blood clots the size of golf balls and even tennis balls. Sharp pains in my abdomen. Lower back pain that is directly related to my period.